Event description:
It was reported that the insulin pump had a blank display. The customer did not provide the blood glucose reading. He stated that his insulin pump was going crazy and he tried to reset the device. He noted that, when he entered the blood glucose while giving a bolus through the bolus wizard, he got a blank screen. Upon troubleshooting, it was found that the bolus wizard worked as it was designed. He was advised that the issue may have been an oversight caused by pressing the esc button rather than the act button. He was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.